Event description:
It was reported that during the implant procedure and upon removing the stylet from the right ventricle, the lead exhibited loss of capture. During an attempt to reposition the lead, the physician noted body fluids present in the lead. The lead was not used and a new lead was implanted. Following the event, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.